Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this 31mm mitral mechanical valve, it was reported that when the packaging was opened, it was observed that the handle wasn't attached to the valve and one of the leaflets was broken off and loose in the box. No patient involvement was reported.

Manufacturer narrative:
H6: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that a size 31mm handle and open pivot valve were returned with one of the leaflets detached. The holder was inspected. The green sutures appeared intact with no damage. The manufacturing suture knots, which held the holder jaw and body together, were intact. The notches under the suture had no signs of use nor did the suture. There appear to be black marks and damage on the outer and inner diameter of the jaw and body. The attached leaflet was received in the closed position. A blue actuator was used to test leaflet movement, the leaflet moved without difficulty. The attached leaflet appeared intact with no evidence of damage such as cracks and surface anomalies. The other leaflet was detached with no evidence of cracks but did have a scratch on the side of the leaflet. The orifice appeared intact with no evidence of damage. Upon receipt, residual debris was found on both sides of the hinges. After cleaning that area, the debris was gone. Both inflow and outflow valve hinge mechanisms seemed intact. The valve was rinsed under tap water, and it was verified that the carbon subassembly rotated in the sewing ring. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.